Event description:
A surgeon used the wrong coordinate calculating software, and consequently drilled the wrong area of a pt's head. A warning label states "uclf program is for use only with tapered uclf localizer.